Manufacturer narrative:
However, the patient has an add'l xive implant located in region #30 that no one suggested to remove, so it is still in place. There is no hint that the patient developed an allergic reaction on these two mentioned implants over the years, and it could be concluded that the implants were not malfunctioning. Thus the dentist removed the implants by his description, without any proofed cause. Although the symptoms do not appear to be related to the xive implant, and therefore removal was not necessary, because the doctor removed the implants, this event meet the criterial for reportability per 21 cft part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
In this event it was reported that a patient received two (2) xive implants on (B)(6) 2010, to replace the teeth in region #24 and #26. The implants were restored approx four (4) months later. After almost four years in function the patient experienced severe skin problems, described as a rash, which was diagnosed alio loco as a potential allergic reaction. This it was suggested to remove the reconstruction. The dentist followed this advice and removed the well-osseointegrated implants on (B)(6) 2014.